Event description:
It was reported that the customer could not deliver a normal bolus. It was stated that the mother suspected the customer was blocking some functions of the insulin pump. The caller stated that the up arrow was not responding. Advised that the customer should reset the insulin pump and to call back if problem persist. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.